Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 20mg/ml for a total dose of 8.012mg/day and bupivacaine 14mg/ml for a total dose of 5.608mg/day via an implantable pump for non-malignant pain, chronic low back pain, and lumbar radiculopathy. It was reported a motor stall occurred. It was unknown what may have caused or contributed to the motor stall. Diagnostics/troubleshooting included interrogation of the pump with the 8840. Actions/interventions included an explant was scheduled. It was noted that the motor stall was not resolved at time of report, and the patient's status was "alive-no injury." It was noted that surgical intervention was unknown if it occurred, but it was also not that the pump explant was planned. The patient's weight was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-sep-05 reported that the pump will be placed in the mail by 2017-sep-07. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on (B)(6) 2017 reported that the pump was replaced on (B)(6) 2017. It was noted that the pump will be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. No longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-05. The pump logs indicate that a motor stall occurred on (B)(6) 2017 at 15:13, followed by a tube set message 48 hours later. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.